Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found watertightness was not maintained due to deformation of the zoom lever, the bending angle was insufficient and the play of the angle knob was out of the normal state due to elongation of the angle wire, liquid leakage was observed in the operation part and universal cord, the curved rubber bond was cracked, the suction cylinder was scraped, corrosion of the electrical connector contacts was found, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the zoom lever of the evis lucera gastrointestinal videoscope had an air leak. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a foreign object inside the nozzle. The report is being submitted due to foreign object inside of the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information was received regarding the customers reprocessing steps. The device was not cleaned, disinfected and sterilized before requesting repair. The customer did not delay the start of pre-cleaning. Water and air were supplied to the air/water nozzle. The air/water nozzle was not wiped/brushed with gauze, a brush, or a sponge. Liquid was sent through the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, there were no obvious signs of deviation to the customers reprocessing steps. The root cause of the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.